Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were hospitalized due to pain on (B)(6) 2018, around 3 pm with unknown blood glucose level. The customer was treated by removing the sensor before the ambulance got there, there was no pain after the sensor was removed. Troubleshooting was done for change sensor and site issue. The customer was off the sensor and transmitter for less than 84 hours. The sensor will be returned for analysis.

Manufacturer narrative:
Inspected one random opened and used sensor and performed continuity resistance test and sensor passed per specifications. Performed the sensor initialization test using a new lab transmitter with a paradigm insulin pump. Connected the sensor to the transmitter and placed it in buffered glucose test solution, confirmed the communication icon was displayed and that the transmitter was flashing while connected to the sensor. Sensor passed per specifications. No needles returned. (B)(4).

Manufacturer narrative:
The follow up reports two and three were created in error. The concomitant product has been added in .

Manufacturer narrative:
(B)(4). Inspected 1 random opened/used sensor and performed continuity resistance test and sensor passed per specifications. Performed the sensor initialization test using a new lab transmitter with a 7xx/5xx paradigm pump. Connected the sensor to the transmitter and placed it in 100 bts solution, confirmed the communication icon was displayed and that the transmitter was flashing while connected to the sensor. Sensor passed per specifications. No needles returned.

Manufacturer narrative:
(B)(4). Inspected 1 random opened/used sensor and performed continuity resistance test and sensor passed per specifications. Performed the sensor initialization test using a new lab transmitter with a 7xx/5xx paradigm pump. Connected the sensor to the transmitter and placed it in 100 bts solution, confirmed the communication icon was displayed and that the transmitter was flashing while connected to the sensor. Sensor passed per specifications. No needles returned.